Manufacturer narrative:
Patient information was refused from the site. On (B)(6) 2018 a manufacturing representative performed a system checkout on the imaging system. The mechanical and imaging systems passed and it was noted the system performed as intended. The issue could not be reproduced. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturing representative (rep) reported on behalf of the healthcare provider (hcp) that the imaging system was taking intermittent exposures during a spine procedure. They took their first shot, the image went through completely black. They restarted the system, and took a shot. The image came through just fine. A delay in therapy less than one hour, was noted. There was no patient impact. There are no further complications reported/anticipated.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1 number of persons adversely affected: 0 actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions. The logs for the imaging system were reviewed by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. .

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.